Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon ruptured occurred. The target lesion was located in a calcified unspecified artery. A 3.0mm x 40mm, 75cm charger balloon catheter was advanced to the target lesion. The balloon was inflated however it ruptured at an unknown atmosphere on the first inflation. The device was removed from the patient. The procedure was completed using a different device. No patient complications were reported and the patient's status is fine.